Event description:
It was reported by dealer that the 4 way and manifold valve was not switching and the irc5po2v concentrator is not alarming.

Manufacturer narrative:
Follow up will be filed if additional information is received.